Event description:
The customer reported insulin squirting out during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test, and was unable to prime during the prime test due to a loose drive support disk. The motor was tested outside of the device and it passed all the motor tests. No damage was found on the motor.